Manufacturer narrative:
Field service engineer checked the injection results from memory, and all injections show as completing successfully. Fse then checked the error log and saw that no errors were listed. Based on the log review, fse can't see any obvious problem with the injector. Fse verified operation per injector service manual and checklist. Could not duplicate any problem. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On 1/20: customer radiology manager reports the technologist did not have the injector connected to a patient. Technologist was attempting to purge air from the line after loading a contrast syringe. Technologist attempted to advance contrast fluid with the powerhead console screen button, but the ram retracted instead of moving forward. Technologist removed the syringe, loaded a new syringe, but when attempting to advance the ram, again it retracted instead of moving forward. Technologist then shut system off and rebooted. Upon restart, the staff has had no further issues of the ram retracting instead of moving forward when advancing contrast with the powerhead console button. No reported injury.